Event description:
Arjo was informed by distributor endopharm about backrest hinges breakage during use with the patient. No injury was sustained. It was claimed that the bed was an old generation enterprise 8000. The bed label was not clear to identify the bed's serial number. The photographic evidence provided confirmed that the backrest hinge broke into two pieces. No other bed malfunctions were reported.

Manufacturer narrative:
The distributor forwarded the information about the event: (1)the patient information, (2) the circumstances of the damage and (3) bed service history. (1) allegedly, the patient was overweight. However, the exact patient weight was not provided by a facility. According to the instructions for use for the enterprise 8000 brand name (746-571-UK) the safety working load is 230 kg. It is unknown if that workload was exceeded for that case. The relation between the patient weigh can not be ruled out. (2) the manufacturer analyzed the issue of the backrest hinges breakage and one of the causes indicated the hinges breakage due to external force or frame blocking. Taking into consideration the event circumstances, the backrest was in a raised position, and when the patient lay down on the bed, the hinge broke at that time. According to the information provided, there was no obstructions on the way of the backrest. (3) in addition, the distributor claimed that there was no service performed on the claimed device by a previous 3rd part company responsible. IFU indicates to perform annually a "check all bed accessories, paying particular attention to fasteners and moving parts". The hinge deterioration may be related to the lack of servicing of the bed. However, taking into consideration all information, none of the evidence could be ruled out. Based on the collected information, the exact root cause could not be determined. Arjo device failed to meet its specification when the backrest hinge broke. Arjo device was used for a patient treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the backrest hinges broke off during use with the patient. No injury was claimed. The device is distributed outside the us and no gudid information exists. No UDI number available, the enterprise 8000 range was manufactured before UDI implementation.